Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that this event occurred in the cardiology department on a pt for cardiac bypass. During insertion of the spring wire guide (swg), it could not be advanced; the swg kinked and broke off. Two other sets of the same lot # were opened and the swg's were tried to be inserted w/o success. All parts of the swg's were removed from the pt. One of the used swg's will be returned for eval, the other two were disposed of by the hospital. The physician then decided to use a kit from braun and the swg was successfully inserted through the subclavian vein. Add'l info rec'd (B)(4) 2011 stated that two add'l sets were tried on this pt and the swg would not pass through the needle. The swg and needle were both removed as one unit in all three attempts. No swg remained within the pt. There are no pt complications, injuries or death. Reference MDR #3006425876-2011-00005 for the second event and MDR #3006425876-2011-00006 for the third event involving the same pt.